Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an "incomplete bolus alert" while not in the process of delivering a bolus. Reportedly, customer was wearing pump in their pocket at the time of the event. There was no impact to the customer's blood glucose level.